Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 2.100 mg/day via an implantable pump for non-malignant pain and post-laminectomy pain. It was reported that the patient experienced a return of pain regarding their back and legs approximately (B)(6) or (B)(6) 2017. The date (B)(6) 2017 is considered an approximated date of event (year known only). Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient stated no contributing factors, just normal use. It was further indicated that as per the patient there were no contributing factors. A physician performed a procedure that pressurized the catheter and the therapy worked again; however, about 2 to 3 weeks afterwards the pain gradually returned. A catheter and pump replacement were scheduled after the return of pain and oral norco was prescribed by the physician for breakthrough pain. Other medications the patient was taking were unknown. The patient was described as being very happy with therapy otherwise. The pump and partial catheter were explanted and replaced on (B)(6) 2018. The physician had difficulty locating catheter for complete explant; therefore, he tied off catheter at pocket. The physician decreased the daily dose to 0.999 mg/ day after implant of new catheter and pump. It was indicated that the patient had no issue with pump and the patient stated that pump replacement was due for the pump this year which was implanted on (B)(6) 2011. It was further reported that the physician stated there was no need for the catheter and pump to be analyzed and that the physician stated the catheter was old; therefore, a new catheter is needed. It was indicated that the healthcare provider was notified that the pump and catheter should be returned to the manufacturer, however the pump and partial catheter were discarded by the hcp. The issue was noted as having been resolved at the time of the report. The patient was without injury regarding their status as of (B)(6) 2018. The patient¿s medical history was unknown at the time of the report. The patient¿s medical record number (mrn) was (B)(4). No further patient complications have been reported as a result of this event.